Event description:
It was reported that the insulin pump alarmed for an error. The battery icon showed the battery was completely depleted after one day. The battery was taken out and replaced and it showed a full battery. No visible damage was found on the battery compartment or cap. The display showed no insulin in the reservoir when there was insulin in the reservoir. The blood glucose reading was 140 mg/dl. The error alarm reoccurred and the customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was returned for power error alarms. The alarms were confirmed during testing. The root cause was the non-sleep anomaly software error. The pump was received with normal operating currents. The pump was received with minor scratches on the lcd window, cracked battery tube threads and a scratched case.